Event description:
It was reported that during preparation for a pfa procedure the faradrive steerable sheath was selected for use, it was noted that the hemostatic valve "block" (damage suspected). The sheath was replaced, and the procedure was completed successfully without patient complications. The device was returned.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in the inner and outer valves. Pressure and vacuum testing were performed, and the sheath exhibited leaking through the tears on the valves.

Event description:
It was reported that during preparation for a pfa procedure the faradrive steerable sheath was selected for use, it was noted that the hemostatic valve "block" (damage suspected). The sheath was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.